Event description:
The customer reported that an lf4200 impact handpiece was used during a vaginal hysterectomy procedure and the device became stuck to tissue. The doctor had to cut it from the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.